Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with blood glucose levels over 1000 mg/dl. It was stated that the customer was getting no delivery alarms prior to the hospitalization. The customer changed the infusion set three times after getting the no delivery alarms but the high blood glucose levels continued. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.